Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise due to fracture as noted by the field representative in the event log book. No report of pacing inhibition. The lead was abandoned surgically and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.